Event description:
The customer reports that the crystalens haptics were uneven. No pt contact. Add'l info is being requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.